Event description:
It was reported that during a laparoscopic hysterectomy, bilateral salpingo-oophorectomy with intraoperative cytoscopy the device started to leak, after being used to replace an earlier device. The procedure had to be stopped. The device was replaced. Add'l info rec'd indicated that the leak was coming from the cap, and there was no pt injury. See uf report # (B)(4).

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was function tested for leaking. There was no indication of leaking both with and without a test plug inserted into the device.